Manufacturer narrative:
The returned spacer was analyzed and revealed that the spindle cap was completely separated from the implant body due to breaks found on the four weld joints.

Event description:
It was reported that during an implant procedure when inserting the superion indirect decompression spacer, the physician heard an audible pop sound. The entire spacer was removed and a new implant was successfully implanted. There were no complications to the patient as a result of the event.